Event description:
Caller reported a malfunction on the pump, specifically identified as malfunction code 9. The customer's blood glucose level was 200 mg/dl, indicating it was within a normal range, and there was no adverse impact reported. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue occurred again, which the caller acknowledged and understood.